Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that the insulin pump had received unexpected restart and a cold reset was performed as well as external ram crc error. Customer¿s blood glucose was unknown. Customer reported that they were able to clear the alarm and did require rewind. Customer able to complete rewind. Customer was calling back after completed alarm troubleshooting and receiving another unexpected restart and a cold reset was performed alarm after a battery change. Customer stated a temperature basal was not programmed before the alarm occurred. Customer stated the insulin pump was not stored or not in use for an extended period of time and alarm occurred shortly after inserting a new battery. Customer advised to insulin pump will need to be replaced and to monitor the insulin pump and that patient may continue to wear the insulin pump until replacement arrives. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, unexpected restart error test, self test and displacement test. No unexpected restart error and no external ram crc error alarm noted during test.